Event description:
At the end of case certified registered nurse anesthetist noted snap on shoulder of pt gown was warm to touch. Pt had about 1/2 cm reddened circle underneath the metal snap. Cautery pad and cautery were taken to biomed to be checked. Cautery checked ok. Pad was given to sales rep for evaluation.